Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensed beats were noted on the right atrial (ra) lead on stored electrograms (egm). Events may have been marked as terminated while still in progress. The lead remains in use. No patient complications have been reported as a result of this event.